Event description:
The pt stopped using and recharging the implantable neurostimulator. The pt stopped feeling neurostimulation. About 1.5 months later, the pt was unable to communicate with the neurostimulator using the recharger or pt programmer. A battery overdischarge was suspected. Approximately 4 months later, the pt experienced intermittent stimulation. There was no known incident or accident related to the complaint. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).